Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 254 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. All buttons functioning properly. No moisture/damage/unlocked lcd keypad connector during visual inspection noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked reservoir tube lip, cracked reservoir tube and stained address/serial number label.